Event description:
As reported, during use in patient this flotrac sensor, the cardiac output (co) value (8 l/min) was too high for a heart failure patient values. The expected value was around 4 l/min. No error messages were displayed. No other device was used to verify the incorrect values. The issue was solved by ignoring the incorrect values. Patient demographics not available. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Manufacturer narrative:
Added information to sections: h3 (device evaluated by manufacturer), h6 (component code, type of investigation, investigation findings, investigation conclusions). Updated section g3 (date received by manufacturer), h2 (type of follow-up). The device was received for evaluation. The report of "inaccurate value" was unable to be confirmed. Both flotrac and dpt sensors of the flotrac kit zeroed and sensed pressure accurately on ev1000 and pressure monitor. No error message was noticed on the monitors. Pressure did not show any drift during output drift testing and met specification. Electrical testing showed that both input impedance and output impedances for flotrac and dpt sensors were within specifications. Zero-offset for flotrac and dpt sensors also met specification. No leakage or occlusion was detected from the kit during pressure test. No visible damage was observed from the unit. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. No further investigation was performed since no defect was found during the product evaluation. It was verified that as part of the manufacturing process there are controls to avoid potential causes related to the reported condition, such as visual inspection and electrical test.